Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from the patient that this pacemaker exhibited an unspecified product performance anomaly related to the sensors. Boston scientific technical services (ts) referred the patient to their physician. No adverse patient effects were reported. This product remains implanted and in service.